Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent thrombosis occurred and the patient died. In (B)(6) 2018, percutaneous coronary intervention was performed. The 90% stenosed target lesion was located in the moderately tortuous proximal left anterior descending artery (lad). Following predilation, a 2.50 x 38 mm synergy¿ drug-eluting stent was implanted in the lesion. After post dilation, intravascular ultrasound was performed and no issue was noted with the stent. Aspirin and prasugrel were given and the procedure was completed. In (B)(6) 2018, the patient was transported to the hospital and thrombosis was observed from the proximal stent to the inside of the stent. A non-bsc stent was overlapped in the previously placed synergy¿ stent, heparin was administered and the procedure was completed. The following day, in-stent restenosis (isr) was observed. Isr occurred due to the patient condition and was not related to the stent. Percutaneous cardiopulmonary support was inserted but the patient died on the same day.